Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine (25 mg/ml, 8 mg/ml) via an implantable pump for spinal pain. It was reported that the pump site was infected. The healthcare provider shut down the pump. The pump was explanted. Environmental/external factors that may have led or contributed to the issue were unknown. No troubleshooting was performed. The issue was reported to be resolved at the time of this report. The patient's weight and medical history was asked but will not be made available. The patient was alive with no injury at the time of this report.